Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 515 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, nausea, upset stomach, disorientation, high blood pressure, anxiety, hyperventilating. The patient was treated with insulin injections 25 units lantus then gave sliding scale of humalog. The patient was also on an insulin drip and an over the counter medication for nausea. The patient was released three days later. The pod was worn when seeking medical attention.